Event description:
Patient presented to the physician with pain and severe headaches. Physician prescribed gabapentin. Patient presented back to the physician with pain and severe headaches. Physician prescribed fioricet for the headaches.